Event description:
It was reported that during a laparoscopic cholecystectomy the instrument cut tissue, but did not deliver any staples. The procedure was completed with a like device with no consequence to the pt.